Event description:
Deployment of the iliac leg graft in the left common iliac artery was noted to land at an undersirable location in the vessel. Post angiogram of the endovascular graft placement viewed the presence of a distal endoleak on the contralateral leg graft. The distance from the distal landing zone to the left internal iliac artery was too short to deploy an iliac leg extension without occluding the internal iliac artery. Due to the available length and the disease in the vessel, a decision was made to deploy a main body extension at the location of the endoleak. The main body extension was deployed as intended and the endoleak was resolved. Main body extension was noted to have landed in the vessel, providing a much better seal and graft/vessel apposition at the new distal landing zone.